Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Requested but not returned by hospital.

Event description:
It was reported that patient underwent a knee revision procedure approximately nineteen (19) years post-implantation due to bearing fracture. During the procedure, the tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - unknown, expiration date - unknown, date implanted - 1997, date explanted - unknown, PMA/510(k) number, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
It was reported that patient underwent a knee arthroplasty on an unknown date in 1997. A revision procedure has been indicated due to bearing fracture. No revision procedure has been reported to date.